Manufacturer narrative:
(B)(4). Method: medical review. Results: medical review - several factors may be involved in a post-operative refractive surprise, including inappropriate refractive surgical planning, a wrong lens calculation/selection, preoperative inaccurate determination of the eye's measurements to determine the power of the icl, induced refractive change by incisions, unstable cornea and/or refraction prior to implantation, cl-induced warpage, upside-down lens, wrong lens, misaligned lens, rotation, tilting, etc. Conclusion: based on the complaint history, work order search and medical review, the most likely cause of the residual refraction is a combination of selecting a lens power that was under-correcting the cylinder and surgical induced astigmatism secondary to a new incision. The lens was off-axis at one day postoperatively therefore this could be due to surgical misalignment or early movements of the lens. (B)(4).

Event description:
Additional information received - the reporter indicated at the five month visit, the surgeon confirmed the off-axis alignment and decided to reposition the lens. The patient experienced blurred vision. After this intervention, the patient experienced an iop rise, which was solved by anterior chamber aspiration and irrigation. For this secondary intervention a new incision was created, leading to increased corneal astigmatism. The lens remains implanted and is stable after repositioning.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens in the patient's left eye (os) on (B)(6) 2014. The reporter indicated the lens had a refractive surprise and the lens rotated (not associated to a low vault). The incision was enlarged and the lens was repositioned. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Event problem and evaluation codes: method: (process evaluation): device history record review results: (evaluation result): upon review of the device history record, a conclusion can be drawn that nothing in the manufacturing and packaging processes is likely to have contributed to the complaint. Based on the above investigation, no definite root cause for the complaint is determined. Conclusion: (unable to confirm complaint): based on the complaint history, work order search, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device evaluated by manufacturer? No - (other): lens implanted method - (other): work order search results - (other): a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (other): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens implanted.